Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es station was not communicating. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not communicate because the network internet protocol address was missing. The network port and cable condition were checked but a connection could not be established. One network cable on the docking board was not locked in. A field service engineer reseated all connections on the comm sled, tried different ports, and swapped network cables to the adapters. After reseating the cable, the station connected successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es station was not communicating. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.